Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm and had a high blood glucose reading of 422 mg/dl at the time of the incident. Troubleshooting was performed for air bubbles and leaks but none were found. The reservoir and sets will be replaced and returned.